Manufacturer narrative:
Device passed the self test, active current measurement and displacement test. Device received with normal operating currents. Device monitored for several hours and no blank display noted. The battery tube connector plugged in properly to electrical board during visual inspection. However, device received with a high sleep current measurement due to corroded electronic assembly. Device received with pillowing keypad overlay and cracked case behind the pump at the battery compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that they insulin pump had blank display. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The customer removes the battery and stated the insert battery alarm did not display on the insulin pump screen. Customer stated that display did not returned after insulin pump restart. The insulin pump will be returned for analysis.